Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration/migration of essure device location of device: poking uterus') in an adult female patient who had essure (batch no. D19667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included bacterial vaginosis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)/blood clots"), depression ("psych injury/depression"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), mood swings ("hormonal changes"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), vulvovaginal mycotic infection ("yeast infection"), migraine ("migraine"), skin irritation ("rashes or skin condition type: skin irritation"), pruritus ("rashes or skin condition type: skin irritation"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menometrorrhagia ("irregular cycle"), vaginal infection ("vaginitis"), vulvovaginal pain ("vaginal pain"), musculoskeletal pain ("buttock pain") and stress ("stress") and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled date: within three months). At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, menorrhagia, depression, bladder disorder, urinary tract infection, alopecia, mood swings, headache, weight increased, vaginal haemorrhage, urinary tract disorder, vulvovaginal mycotic infection, migraine, skin irritation, pruritus, dysmenorrhoea, vaginal discharge, dysfunctional uterine bleeding, menometrorrhagia, vaginal infection, vulvovaginal pain, musculoskeletal pain and stress outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, mood swings, musculoskeletal pain, pelvic pain, pruritus, skin irritation, stress, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she did not undergo essure removal surgery. The right ostium had 2 coils and the left ostium had 3 coils. Current weight 270 lbs scheduled date: within three months. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, menorrhagia, psychological trauma, bladder disorder, urinary tract infection, alopecia, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: she did not undergo essure removal surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: ccc updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration/migration of essure device location of device: poking uterus') in an adult female patient who had essure (batch no. D19667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included bacterial vaginosis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)/blood colots"), depression ("psych injury/depression"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), mood swings ("hormonal changes"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), vulvovaginal mycotic infection ("yeast infection"), migraine ("migraine"), skin irritation ("rashes or skin condition type: skin irritation"), pruritus ("rashes or skin condition type: skin irritation"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menometrorrhagia ("irregular cycle"), vaginal infection ("vaginitis"), vulvovaginal pain ("vaginal pain"), musculoskeletal pain ("buttock pain") and stress ("stress") and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled date: within three months). At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, menorrhagia, depression, bladder disorder, urinary tract infection, alopecia, mood swings, headache, weight increased, vaginal haemorrhage, urinary tract disorder, vulvovaginal mycotic infection, migraine, skin irritation, pruritus, dysmenorrhoea, vaginal discharge, dysfunctional uterine bleeding, menometrorrhagia, vaginal infection, vulvovaginal pain, musculoskeletal pain and stress outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, mood swings, musculoskeletal pain, pelvic pain, pruritus, skin irritation, stress, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she did not undergo essure removal surgery. The right ostium had 2 coils and the left ostium had 3 coils. Current weight 270 lbs scheduled date: within three months. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Most recent follow-up information incorporated above includes: on 3-mar-2020: medical records received. Lot number was received. On 4-mar-2020: pfs received. New events: vaginal bleeding, urinary tract disorder, vaginal yeast infection, migraine, skin irritation , skin itching, dysmenorrhea, vaginal discharge, dysfunctional uterine bleeding, menses irregular with excessive bleeding, vaginitis, vaginal pain, buttock pain, stress were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.